Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.57 and was at middle of life 2 (mol2) battery status after only 2.5 years of service. A guidant technical service consultant performed a longevity calculation based on current programmed parameters, which resulted in an expected longevity of approximately 5 years. However, exact calculations would only be able to be performed in the lab once the device was explanted and returned for analysis.